Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported, that on (B)(6) 2024, patient was admitted to the emergency department for soreness at incision site. She stated, that she woke up this morning and dbs was protruding within her skin with pain at the site. On (B)(6) 2024, patient underwent surgical procedure for device repositioning. Intraoperatively, it was noted, that one stitch was broken allowing the generator to move. The generator was tacked down and reprogrammed. This issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's battery pack popped up at a 45 degree angle. This occurred twice early in the morning of (B)(6) 2024. It was difficult to get back flat again both times. They are sore and uncomfortable. The device is loose. Surgical intervention included securing the generator battery with two stitches. Etiology indicates that the relationship of the event to the implant procedure is probable. The issue was resolved without sequelae (B)(6) 2024.